Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Discarded.

Event description:
It was reported that the stem insertion was stopped during inserting it into the femoral canal. The stem could not be removed, so the surgeon continued to impact. Femoral fracture was noticed from x-ray which was taken just after the procedure. The surgeon decided to follow-up with non-weight bearing. But, 2 weeks after the primary operation, stem loosening was noticed. More 2 weeks after that, the accolade ii was removed and restoration stem was implanted.